Event description:
A distributor reported on behalf of a healthcare facility in japan that the audible alarm of a mr850 respiratory humidifier was not functioning. There was no patient consequence.

Manufacturer narrative:
(B)(4). The complaint mr850 respiratory humidifier is currently en route to fisher & paykel healthcare (f&p) for evaluation. We will provide a follow up report upon completion of investigation.

Manufacturer narrative:
(B)(4). Method: the complaint mr850 respiratory humidifier was returned to fisher & paykel healthcare in new zealand for investigation, where it was visually inspected and electrically evaluated. Results: visual inspection found no signs of physical damage on the returned device. Electrical resistance testing revealed that the reported fault was due to an open circuit in the speaker coil. Conclusion: we are unable to determine what may have caused the open circuit of the returned mr850 speaker coil. Our mr850 product technical manual contains a maintenance schedule which instructs the user to conduct annual visual checking and performance testing of the mr850 heater base. In addition, the product technical manual also states that "all servicing procedures should be followed by a humidifier test, and an electrical safety test to ensure proper operation". The mr850 is equipped with visual alarm indicators in addition to the audible alarm.

Event description:
A distributor reported on behalf of a healthcare facility in japan that the audible alarm of a mr850 respiratory humidifier was not functioning. There was no patient consequence.